Event description:
A chronically ill (B)(6) y/o female housed in pediatric ICU with lung disease and t-cell lymphoma required medication via alaris pump. The pump beeped an error code and shut down while in use on the pt requiring replacement.